Event description:
Pt had the following procedure: right internal carotid endarterectomy with hemo-shield patch graft. The procedure was noted as uneventful. After transfer out of post anesthesia care, the pt complained of phlegm in his throat and was coughing. Clots were noticed in his davol drain and drainage was present on the dressing. Approximately one hour later, the pt was reported to be bleeding and complained of difficulty breathing. Resuscitative efforts were started and the pt was transferred to the or. During the second operative procedure a disruption of the dacron patch was visualized with retraction; it appeared that the portion of the suture line approximately 1 to 1.5 cm in length on the upper medial half of the patch closure had unravelled. The cause of death is stated as exsanguination due to rupture of the right carotid artery following carotid endarterectomy and is categorized as a therapeutic complication.